Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-00422, 2210968-2022-00423.

Event description:
It was reported that a patient underwent a a cardiovascular procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke easily. There were no patient consequences reported.